Manufacturer narrative:
The reported field event of set screw connection anomaly was confirmed. Analysis revealed the right ventricular set screw was missing upon receipt. Known good test set screws were used to test the device. However, the set screws were unable to retain the lead. The cause of the anomaly was determined to be due to damaged connector block threads as a result of excessive exertion during the procedure. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an unrelated procedure, the set screw was unable to be tightened. The event was resolved by explanting and replacing the device during the unrelated procedure. The patient was in stable condition.